Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire tip remains in patient. Device issue: guide wire separation. It was reported that the bmw was being used in a percutaneous transluminal septal myocardial ablation procedure, to aid in placement of a catheter. There was difficulty placing the guide wire into the correct right septal, as the case was not straight forward, and it ended up in a small sidebranch. While pulling the guide wire back, the tip of the guide wire broke off and remained in the sidebranch of the septal. Force was not used to remove the guide wire. It was noted that the sidebranch was very small and seemed to have a very tortuous section. There was no attempt to retrieve the tip of the guide wire and it remains in the patient. The patient is reported to be doing well. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils. The core, shaping ribbon and coils were separated 11.4 mm distal to the center solder. There were offset and overlapped coils sporadically proximal to the separation for length of 1.5 cm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering has reviewed the case description and the analysis of the returned product. Analysis confirmed the separation of the core, shaping ribbon, and coils 11.4 mm distal to the center solder. Sem analysis was performed and indicated that the core, ribbon and coil failure may have failed as a result of torsional overload. For a guide wire to separate in this manner, the tip would have to be stuck within another product or the anatomy, and a torquing force applied. The case description states that the guide wire was positioned in a small septal branch, which was small and has a tortuous section. The anatomy; therefore, may have contributed to the entrapment and resistance of the guide wire. Any additional force applied to attempts to remove the wire in this trapped state would have exceeded the wire's design limits and cause the tip to separate as seen in analysis. Visual analysis of the sem photos indicated that center solder was intact, suggesting that the tip was properly soldered prior to separation. A cine of the procedure was returned and reviewed by a clinical specialist. The conclusion from the clinical specialist confirms that the guide wire tip fractured and a fragment still remains in the patient anatomy. The guide wire fragment has an unusual twist in its center. This may have lead to greater than expected resistance to removal and subsequent fracture. The conclusion of the clinical specialist appears to be consistent with the evaluation of the damage to the guide wire. The twist noted in the center may have fatigued the guide wire enough so that the physician may not have needed to apply extreme force in order to separate the guide wire. The offset and overlapped coils noted in analysis can be result of resistance with another product, potentially the ablation catheter used in the procedure, or as a result of applying a torquing force to the guide wire. This damage is consistent with torquing force applied. The catheter used in the procedure was not returned, which may have aided in evaluation. The tip left in the body appears to be a result of the guide wire separation. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. Additionally, there were no other incidents reported with this part and lot combination. Overall, based on the case description and analysis of the returned wire, the separation and subsequent damage appears to be related to case circumstances, and there is no indication of product deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% outer diameter inspections prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. This MDR is considered closed by the product performance group.